Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure there was difficulty inserting extensions into the tunneling carrier. The extensions were reported to not appear very secure, and they looked like they would fall out when carrier was pulled through. Additional information received reported the patient was doing fine post-operatively and was receiving effective therapy. Refer to manufacturer report #3007566237-2013-01180 for concomitant extension. It was unclear which extension the event had occurred with.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3888-56, lot# va06jtq, product type: lead. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3888-56, lot# va06jtq, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-56, lot# va0551s, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-56, lot# va0551s, implanted: (B)(6) 2013, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).